Manufacturer narrative:
B5- per updated information on 19-oct-2022 the lens was exchanged for a longer length lens and the problem resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -2.75 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).